Manufacturer narrative:
Correction - h6: device code c63318 applies due to new information received on 2018-oct-31. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-oct-31. It was reported that the empty pump was caused by the patient missing her scheduled appointment. The serial number of the 8840 programmer was provided and the software version of the 8870 card was provided (aau 01). Actions taken to resolve the issue of the software not advancing screens was that they started using the new pump tablet. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding an implantable drug infusion device. The drugs being delivered were 5 mg/ml hydromorphone at 0.4281 mg/day and 25 mg/ml bupivacaine at 2.14 mg/day. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that there was an empty pump reservoir with withdrawal. The empty reservoir occurred on (B)(6) 2018 per the event logs. The patient began experiencing withdrawal symptoms ¿about 5 days ago¿ prior to the call date of (B)(6) 2018. The caller stated they will have access to the drug tuesday ((B)(6) 2018), so that is when the pump will be refilled. They will cover the patient with ¿po meds¿ until then. The caller was inquiring how to silence the pump alarm, access and review event logs, reprogram in the reservoir and infusion settings and update the patient's pump. The caller was educated and assisted with a810 screen navigation, telemetry/pump update and troubleshooted with caller reviewing pertinent information per the caller's inquires. They reviewed empty pump considerations of why no priming is needed, considerations for catheter and tubing patency/damage, and the option of interrogating pump to confirm empty reservoir alarm. The caller complained about the 8870 and a810 software on (B)(6) 2018. The contact was about programming with the tablet, related to use of the infusion screen, home screen, alarms screen, reservoir screen, and settings screen. They reviewed screen navigation, theory, and/or use of simple continuous mode, home screen, how to silence an active alarm, reservoir information, and the session long report. The caller was inquiring how to silence the pump alarm, access and review event logs, reprogram in the reservoir and infusion settings, reports and update the patient's pump. When he tried first utilizing the 8840/8870 it would not allow him to advance to the alarms tab until he programmed a fictitious reservoir volume other than the actual 0 ml¿s and was not comfortable doing that so he tried utilizing the cp/a810 and was also struggling with that application stating he was very frustrated. The caller also confirmed a810 service code 167. They were educated and assisted with a810 screen navigation, telemetry/pump update and troubleshooting was performed by reviewing pertinent information per the caller's inquires. There were no further complications reported/anticipated.